Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left artery. The 88% stenosed, 3.5 mm x 40 mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 3.00 x 12 mm non-bsc balloon catheter. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported, and the patient's status was stable.